Event description:
A malfunction was reported on a pump. There was no reported adverse impact to the customer. Due to consent issues, technical support was unable to troubleshoot with the caller. No additional patient or event information was available.